Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with no delivery. The patient's blood glucose at the time of incident was 175 mg/dl. Troubleshooting could not occur since the patient had changed out the infusion set and reservoir prior to calling. The customer then mentioned that her current blood glucose was 407 mg/dl, which she treated with a bolus of 10 units. The reservoir and infusion set in question were returned for analysis and a replacement reservoir was shipped to the customer.